Event description:
It was reported that surgeon performed a hip revision and discovered the cone body was retroverted. He commented that he thought the pt's weight could not be withstood by the implant, therefore, it failed. Surgeon commented that he thought the cone body could have disassociated from the conical stem causing the cone body to be retroverted, ultimately causing the hip dislocation."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.